Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged guidewire is confirmed; however, the exact cause is unknown. Two photographs of a guidewire were returned for evaluation. An initial visual observation of the photographs showed the guidewire was bent and kinked throughout the length of the guidewire. One of the photographs showed the guidewire in a kit tray among other components. Usage residues were observed on the guidewire and the other components. No further details of the damage on the guidewire could be discerned in the photographs. While the guidewire was confirmed to be damaged, there were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported during the use of short hemodialysis catheters, the guidewire bent and could not pass through the hemodialysis tubing, resulting in an unsuccessful catheterization. A new set of catheters had to be used for insertion. No further information was provided. (B)(6) 2026 it was found during an investigation the guidewire was bent and kinked throughout the length of the guidewire.